Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-58-user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Test strip UDI# (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with results obtained above 200mg/dl. The expected fasting blood glucose test result range is 140mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results the product is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a blood test was performed fasting by the customer and produced test results of 195mg/dl using true track meter. The test strip lot manufacturer's expiration date is 12/21/2019 and open vial date is 11/30/2017. The meter memory was reviewed for previous test result history: (B)(6). Customer called in states the meter is reading high. Customer states the meter read 300mg/dl. Customer states his normal fasting range is 140mg/dl fasting. His last a1c was 3 or 4 month was 8.1% customer denies the need for medical attention at the time of call and denies signs and symptoms of hyperglycemia at the time of call. Customer was advised him of the a1c (186mg/dl) and he said that he blood sugar has never been higher than 140mg/dl up until recently. Customer states that he has not had any changes in diet/meal/exercise. Customer was educated on his a1c and still wanted the product replaced.